Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited error code b30(scope communication error). The issue occurred during preparation for use of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, in addition to the confirmed b30 error due to a defective printed circuit board, no image was observed due to wear of the lock latch of the video connector olympus will continue to monitor field performance for this device.